Manufacturer narrative:
The graft involved was not received for evaluation. An organism (serratia marcesens) was identified as a result of swab testing of the infection site. Serratia marcesens was found to not be resistant to artegraft disinfection and sterilization processes through an evaluation made by a subject matter expert. The conclusion states that it is highly unlikely that the identified isolate was present on the unopened sterilized artegraft product. Patient information including lot numbers used and status of current implanted graft was requested. Lot information has not yet been received. A review of all lot records related to grafts sold to (B)(6) medical center between june 2020 and november 2023 was completed and there were no indications or trends identified that would suggest an increase in infection rate. No deviations were found within those specific lots that would be related to this type of report. Without additional information, a root cause cannot be conclusively determined. No confirmed complaint trend was identified related to the issue. All product quality and clinical issues will continue to be monitored within quality assurance trending. A follow up report will be filed if additional information changes the conclusions of this assessment.

Event description:
Artegraft collagen vascular graft that was implanted on (B)(6) 2023 was removed by surgeon on (B)(6) 2023 due to infection. The graft was never accessed and the patient is currently stable. The graft was stored per recommendations, on the shelf. It was only removed from package just before use in the or. Sales rep was not at the surgery to see if the graft was flushed and pressure tested per IFU prior to use, but surgeon knows protocol and flushed accordingly. Graft was implanted for an av graft in the arm. There was no mention of any unusual smell, feel, or look of the graft. Surgeon would have not implanted if there was. The surgeon used scanlan tunneler to tunnel graft. Graft became infected between (B)(6) 2023 and required treatment to have it removed. The patient also had to be put on antibiotics.